Event description:
A report was received that a trial patient's torso was red after the second day of his trial. The attending physician suspected that the patient had a viral infection that was not related to the device. The patient was also experiencing a fever. The physician elected to pull the trial early as precaution.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation.